Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation / testing and upon completion, the issue relating to leakage was observed. We are reviewing specific areas in the manufacturing process where the cause of this issue may have originated. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that one bd vacutainer® push button blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: sales rep. Received a call to inform her that there is leakage of blood from end of tubing and above the connector directly, it happened with 4 patients in opd with different phlebotomist, she went to check by my herself in opd. She found the in-charge claimed about the pbbcs 23g lot no. 8283766, she said in the first case and second case the phlebotomy they didn't give attention but when it repeated again, twice more and the patient he was fighting regarding this incident so they informed to the chief technician to take an action.

Event description:
It has been reported that one bd vacutainer® push button blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: sales rep. Received a call to inform her that there is leakage of blood from end of tubing and above the connector directly, it happened with (B)(4) patients in opd with different phlebotomist, she went to check by my herself in opd. She found the in-charge claimed about the pbbcs 23g lot no. 8283766, she said in the first case and second case the phlebotomy they didn't give attention but when it repeated again, twice more and the patient he was fighting regarding this incident so they informed to the chief technician to take an action.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Customer samples were tested and no defects were detected. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA [1396080]. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: sales rep. Received a call to inform her that there is leakage of blood from end of tubing and above the connector directly, it happened with 4 patients in opd with different phlebotomist, she went to check by my herself in opd. She found the in-charge claimed about the pbbcs 23g lot no. 8283766, she said in the first case and second case the phlebotomy they didn't give attention but when it repeated again, twice more and the patient he was fighting regarding this incident so they informed to the chief technician to take an action.